Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, upon withdrawal of the plunger, there was no suture present. The device was removed and hemostasis was achieved, using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was available.